Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the small grasping retractor instrument had a broken cable showing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no patient injury or harm, no fragment fall into the patient, and the procedure was completed robotically. No further information was available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. No image or procedure video was provided for review. A review of the instrument log for the small grasping retractor instrument (470318-10/n10210518-0005) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. There was one use remaining after this event. This complaint is being reported based on the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.